Event description:
During a trial implant procedure ((B)(6)) it was reported an open circuit error message was observed on the trial stimulator. Efforts were undertaken to resolve this matter through various intraoperative troubleshooting techniques. Details regarding final resolution were not provided to the MFR.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.